Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the during an infusion of a cytotoxic medication, the line broke off at the distal point of the tubing during patient use. The patient's treatment of a "neutral fluid" was interrupted but resumed with new IV lines. Although requested, no further information has been received.